Manufacturer narrative:
Concomitant medical products: product ID: 6250s02, lot# 0007562280.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the delivery catheter. The catheter was replaced; the lv lead was implanted and remains is use. No patient complications have been reported as a result of this event.